Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion in the second/third marginal artery with 75% stenosis. A non-abbott stent was previously implanted from the distal to the mid circumflex artery. The struts of the stent facing the second/third marginal were dilated using a 1.5x10 mm non-abbott balloon catheter and a 2x15 mm non-abbott balloon catheter. A 2.25x15 mm xience alpine rx stent delivery system (sds) was advanced toward a target lesion near the second/third marginal; however, the sds failed to cross getting stuck on the strut of the stent implanted in the mid circumflex. While removing the sds from the patient anatomy the xience alpine stent dislodged from the balloon but was successfully retrieved using a snare. It was confirmed with intravascular ultrasound imaging (ivus) that the previously implanted stent was not deformed. A 2.75x15 mm trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion but could not cross. The trek was removed without resistance and replaced with a non-abbott balloon catheter that successfully dilated the target lesion and the procedure was complete. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.